Manufacturer narrative:
Due to character limit in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had leak or loss of air. There was no patient involved.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2025-0001948 in your database.

Event description:
N/a